Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a deceased patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient expired prior to the device being introduced to the scene.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section h6 (health effect clinical code and health effect impact code). Device evaluation: the device was returned to zoll medical canada; the customer's report was attributed to the device being used in manual mode at the time of the analysis determination, and it was up to the user to charge and shock the device manually. The user would need to update their configuration for the device to charge and shock upon analysis determination. Data file review indicates the device was configured to power on in manual mode. The customer pressed the analyze button and no shock was advised four times. The fifth time the analyze button was pressed and a shock was advised. A sixth analysis had the same result. The device was put through extensive testing including full functional testing, shock testing, ECG testing, impedance testing, and AED testing and functioned as expected. The device was recertified and returned to the customer. The device performed to specification given the user preference configuration. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a deceased patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.